Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found on the inner lumen and catheter tubing near the y-fitting approximately 74.4cm and 76.2cm from the iab tip. The technician attempted to aspirate the inner lumen and was unable to do so. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was kinked and occluded. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and kinks in the inner lumen and catheter tubing. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint# (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon(iab), the customer could not aspirate blood from the central lumen. They removed the catheter and were able to flush it outside the body, thus they reinserted the catheter. They again attempted to aspirate blood but were unable. They opened a second iab to continue therapy. There was no reported adverse even or injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # 375700.

Event description:
It was reported that after insertion of the intra-aortic balloon(iab), the customer could not aspirate blood from the central lumen. They removed the catheter and were able to flush it outside the body, thus they reinserted the catheter. They again attempted to aspirate blood but were unable. They opened a second iab to continue therapy. There was no reported adverse even or injury to the patient.